Event description:
A response was received from the patient reporting that they were having neck and shoulder spasms, their settings were changed to a stronger and higher setting. Additionally, patient clarified their statement of they used to feel it and now they can't feel it when it comes on and if they do feel it, it's faint, also it's not helping stating they wanted to feel the strength in their neck and were told they couldn't. Furthermore, patient reports now it's working since they haven't had any of the spasms, and reports they are still can't feel any sensation only in their arms. Patient states they met with a tech who changed their settings and made a video call to help patient be able to do it by themselves. Patient later states all has been good, but now they have more spine and back spasms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. The reason for call was patient said they have been having muscle spasms since sunday. Patient said the machine isn't like they used to feel it and now they can't feel it when it comes on and if they do feel it, it's faint. Patient also said it's not helping and they were trying to get someone to help them adjust it or do something with it so they can feel the relief. Patient has been getting traumas and muscle relaxers but that doesn't help. Patient tried to connect with their controller and said they were on program 1 at 15. 0 with stimulation on. Patient was not able to change to another program. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.